Event description:
It was reported the cadd tubing was found to be leaking from tubing just past the cartridge exiting the pump. Med bag had to be wasted and new bag obtained so that new tubing could be primed. Dose of IV antibiotics given outside the 1 hour window. No patient injury was reported.

Manufacturer narrative:
Other, other text: h3: device evaluated by manufacturer: updated. D10: device available for evaluation: updated. H6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customers reported problem was not related to any previous repair. Visual inspection found that the sample contained stains of medicament. No damages nor workmanship defects were detected on the sample. There was no evidence of the error or reported problem recorded in event history log. The reported problem was duplicated. A leak was detected in the connection with the pump tube, thus the failure mode reported was confirmed. The most probable root cause is a lack of or an insufficient amount of cyclohexanone adhesive during the process of solvent application to the tube coiled. By way of corrective action, it was recommended that an automatic medical dispenser be implemented for the bonding process. The source of the problem was traced to manufacturing. A DHR (device history review) was performed, and no problems or issues were identified during this DHR review. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 if additional reportable information becomes available.